Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.

Event description:
It was reported that a cat urinated on the transmitter and it became faulty. When the patient tried to reconnect the transmitter, it started beeping and smoke came from the transmitter. The patient disconnected the unit.